Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
X-ray demonstrated wireform intact. As received, leaflets 1 and 2 had cuts of approximately 6mm and 8mm x 10mm on leaflet 1, 13mm x 15mm on leaflet 2. The cuts had a smooth and straight edge; leaflet fragments were not returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Cor-knots and suture pledgets remained attached to the sewing ring around commissure 3 on the inflow aspect. Sewing ring was cut off around leaflet 1 and leaflet 2 and fragments were not returned. Wireform was exposed around leaflet 2 on the inflow and outflow aspects. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. In this case, the device was explanted due to dehiscence. Customer report of dehiscence and pvl could not be confirmed through visual observations. The root cause for the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient initially implanted with a 33mm mitral valve for 4 month 29 days, had the device explanted due to 15cm valve dehiscence with severe paravalvular leak. A 29mm pericardial mitral valve was implanted without difficulty. The patient tolerated the procedure well and was returned to the ICU in stable condition.